Event description:
Additional information was received from the patient stating that on (B)(6) 2022 - surgery on the back to install scs. The scs never eased pain across lower back, it just vibrated. After 5 clinician's of re-programming my scs up till (B)(6) 2024 - I started to have feeling of needles around battery area. Decided that after 2 years 8 months it was a waste, talked to doctor, had MRI, he will remove. Surgically removed on (B)(6) 2025 and still have pain, but not the battery sensation I was having. Patient also mentioned that he returned ins in prepaid fedex box.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(6), ubd: 14-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated they had their implant and leads removed on (B)(6) because it never worked for them. Caller stated the battery started moving in their hip and was irritating, so they had it turned off for a couple months before the doctor removed it. Agent documented reported event. Agent reviewed device donation/disposal. Patient wishes to donate their controller. Agent sent request to repair for fedex label.